Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred and no audio was heard when the alarm occurred. There was no reported impact to the customer's blood glucose level due to this reported issue. Tandem technical support (cts) performed a system check on the pump and determined pump was functioning as intended. Reportedly, the customer reverted to manual injections for insulin therapy.